Manufacturer narrative:
The use of the monarch system, combined with the patient's underlying pathology and medication, may have contributed to her fractured ribs. The patient did not allege the device malfunctioned. The patient returned the device to hill-rom. The investigation is ongoing. However, if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the patient felt pain in her back after the monarch system treatment. She then heard a pop and the sound of paper tearing. She was taken to the emergency room where they found ribs #8 & 9 on her right side were fractured. The device was located at the patient's home. This report was filed in our complaint handling system as complaint # (B)(4).